Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item # 47248402550 lot # 65891076. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item # 47248402550 lot # 66126659. Z nail cmf 10mmx21.5cm 125 l item# 47249821110 lot# 3193165. Z nail cmf 10.5 x 95 lag scr item# 47249909510 lot# 3178663. Z nail cmf nail cap 0mm item# 47250000200 lot# 3189258. Z nail cmf 5.0x70 ant sup scr item# 47250107050 lot# 3083265. G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial operation with cmf. The fracture site had healed, so the patient requested removal of the implants. When connecting the screwdriver to the screw, the doctor appears to have accidentally pushed it in. The planned removal surgery was performed approximately 11 months post implantation, but the as screw could not be removed. Consequently, only the screw remains inside the patient body. Diligence is completed and no further information on the reported event has been provided.